Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given 3 delivery accuracy tests: the device delivered within system specification of +/-6% for 2 of the tests. For one test, the device delivered at a rate of 6.20% above nominal. The pump expulsor component was trimmed to address the potential for this issue. The cause of the component issue was not definitely established.

Event description:
It was reported that the device "failed accuracy" and delivered at 8.55% above nominal. No patient involvement- reporter stated issue occurred during customer testing.